Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The support sheath is bowed. Functional testing noted the handle does not actuate the basket formation; the handle retracts the basket formation into the basket sheath but, the closed basket formation extends 1 mm past end of sheath. The handle was reset and reassembled; then the handle functioned correctly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would not fully close. The basket of the returned device was found to extend past the sheath by 1 mm when closed which is out of specification. The depth of the closed basket is verified during device manufacture. It was observed that the yellow support sheath was bowed, but this did not affect the ability of the basket to open / close. There was no damage to the device that would impact the basket function. The cause for the failure of the basket to fully close could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received.

Manufacturer narrative:
(B)(6). PMA/510k # exempt preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported while preparing for a transurethral uretero-lithotripsy (tul) using a ncircle tipless stone extractor, the physician conducted a functional check of the basket, and found that it would not close fully stored within the sheath with the first check. The basket protruded from the sheath a little bit. This device was not used. A second device was used and the procedure was completed successfully. No adverse events have been reported as a result of the alleged malfunction. Additional information was requested regarding the patient. Patient details are unknown.